Event description:
(B)(4). Initial info received from a consumer on 09/22/2008: a (B)(6) female received two treatments with injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] on (B)(6) 2007 "all over my face." She was given a topical numbing anesthetic before each visit. She states that she is "pretty sure" that the product was reconstituted with sterile water but is unsure what the total volume was when injected. At her first visit, she received two injections of poly-l-lactic acid in the folds on her eye area. She claims that she was not happy after her visit because she did not see any results. She had another appointment set up but cancelled it. She states that a month later, she saw the physician who performed the injections and he advised her to come into the office for a second treatment. The consumer then saw the physician again on (B)(6) 2007 at which time he administered another injection. Starting on an unspecified date, the consumer reports that she is experiencing chronic pain underneath her eyes, and bumps underneath her eyes in addition to bumps on her chin and in her mouth. She describes the bumps in her mouth as feeling like marbles. She also states that the bumps appeared at her "smile area" on her cheeks "that look like red clumps." Consumer reported that a year after her last injection, a red rash appeared on her face, which looked like the outline of the mask that the physician used when injecting her. She has seen two plastic surgeons but she claims that no one knows how to get rid of the events. A biopsy was not taken. Corrective treatment included only "needling the bumps" until they turned black. The events were ongoing at the time of this report. Concomitant medications included amphetamine/dextroamphetamine (adderall) for attention deficit disorder (add). Permission to contact the healthcare professional was denied. No further medical info provided. Add'l info received from a consumer on 09/25/2008: consumer reports that she received injectable poly-l-lactic acid (sculptra) treatment in order to enhance her appearance. She stated that she received 3 injections given in total; 2 with the first visit, (in (B)(6) 2007) and then 1 more, (in (B)(6) 2008), (previously reported as (B)(6) 2007). She stated that they were "all over" her face, in her "eye area mostly." (Lot #s/exp. Dates not provided). (Treatments with poly-l-lactic acid do not continue and there was no previous use of product.) She does not know what it was diluted with; he told her that "he did it the night before." She stated that "within one month after," she got a rash, and then "lumps" under her right eye. Treatment measures: saline solution to break them up. She stated no biopsy was done. Consumer stated that she got a rash on her face "and it looked like sandpaper. It was blue in color." She also states that there are nodules under her right eye, two that are visible up close, and "a piece of skin that sags off" near her right eye also. Consumer stated that her "right eye is red" when she awakes. Events were reported as ongoing. When call was transferred to medical info on 09/25/2008, consumer stated that she "first developed a rash from the sculptra treatment" and now she has "pain at the sites of injection." She stated that she had the product injected "all over" her face, but not on her forehead. She stated that her "entire face initially looked like sandpaper," and that she also developed nodules under her eyes. Consumer declined permission to contact physician. No further medical info provided.

Manufacturer narrative:
Add'l info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l info for sculptra (lot # and exp date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable. Add'l implanted date: (B)(6) 2007.